Manufacturer narrative:
Device component codes relate to device problem code for the evaluation findings of fiber broken within the connector. Device component codes relates to device problem code for the evaluation findings of fiber broke. Mfg. Site name- (B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination revealed a kink along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.  A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a furs procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was ems holmium laser console with laser settings of 7w and 8w. According to the complainant, during the procedure and inside the patient, the laser fiber was used for about five minutes and the aiming beam suddenly became weak and the fiber stopped breaking the stone. The operator of the device cut a small piece on the fiber tip and reused the fiber but same issue occurred. The operator of the device repeated the process of cutting the fiber tip but the fiber would no longer fire. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was kinked and broken within the connector. Please refer to block for full investigation details.